Manufacturer narrative:
(B)(4). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. Additional information has been requested, and we will report accordingly if it becomes available.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) shut down without any warning. During therapy the iabp stopped without generating any alarm. The user restarted the iabp, and it worked properly for a while and then stopped again. The iabp was replaced with another cs100 to complete the assistance. No patient injury, harm or adverse event was reported.